Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Products: 419688 implantable pacing lead, (B)(6) 2011; 559453 implantable pacing lead, (B)(6) 2011. (B)(4). Evaluation summary: the device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was a question as to whether or not there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.